Manufacturer narrative:
One abut fix spl 4.0 mm 5.5 f lare 1.0 mm (1525) was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Multiple loosening events have been reported. This investigation addresses only the first loosening event. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The device was intended for tooth #3. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics spline® implant system, ifu8965 rev 2 ¿ 09/19. Information identified: precautions & contraindications. Per the applicable IFU, it is stated that improper technique, severe bruxism, clenching and overloading could cause screw loosening. DHR review: DHR review for the lot (0207896) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers (0207896) for similar events (complaint category keywords: functional: loosening) and 9 other complaints have been identified (files: similar-cmps). Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided.

Event description:
It was reported that the abutment became loose. The doctor cut hole in crown took off abutment and rescrewed it back in.